Manufacturer narrative:
Rec'd notification of incident on 2/19/013 from FDA med watch report (B)(4). Try to make contact (B)(6) on 2/19/2013 and left message. Made immediate contact with (B)(6) on 2/19/2013 in nicu and she stated (B)(6) was clinician who placed PICC line. (B)(6) has not attended training in-service for this product. Tried contacting (B)(6), risk manager on 3/1/2013 and left voice mail message to gather add'l info. Contacted again on 3/5/2013 and left voice mail message. Contacted for fourth time on 3/8/2013 and left voice mail message indicating this was fourth attempt to connect with (B)(6) and obtain add'l info regarding incident. No response or return call from (B)(6) to date. Marian medical will no longer sell to this institution. Holding orders to hospital until response from risk manager or in-service or training to personal in question is completed.

Event description:
Only info available: PICC line noted to be leaking during routing maintenance.